Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the operating room for a routine device changeout, when the cautery was used during the procedure the pulse generator exhibited intermittent output. The device was explanted and replaced. The device change out was successful. The patient would be monitored.